Manufacturer narrative:
The sample is unavailable for evaluation. Without the sample or any visual evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
The patient had the right brachial arterial line placed the morning for a procedure this was used intraop with no issues. The patient was taken to his room post procedure and the dressing was noted to be saturated. As the dressing was being removed, the hub was found to be disconnected from the remnant part of the catheter.